Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument's clips were not holding properly due to misalignment of the instrument's tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Surgeon did not specify if there were any issues with instrument motion when using the clip applier. Customer used a backup instrument to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.42mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.